Event description:
Reported due to device break requiring surgical procedure. The physician attempted to close an arteriotomy site with the perclose proglide device after a diagnostic procedure. The procedure was performed via the right common femoral artery. Fluoroscopy was performed prior to the procedure. Reportedly, the vessel looked "fine" but there was a significant amount of scar tissue "above the vessel." The device was deployed without any issues. Upon removal of the device, the device would not dislodge from the pt's right groin. In an attempt to release the device from the pt's groin, the device broke at the level of the swage ring, between the distal guide and the sheath. The pt was brought to surgery and the device was retrieved in its entirety. The surgeon reports that a "piece of calcium" was stuck on the foot of the device. Reportedly, the pt is "doing well." It is unk whether the pt's hospitalization was extended because of the incident. Although requested, no additional info was provided.